Event description:
It was reported the product was not dislodged; it was only replaced due to end of service. The patient outcome was that he was doing fine.

Manufacturer narrative:
Product ID: 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID: 3389-40 lot# j0108026v, implanted: 2001 (B)(6), product type lead product ID: 7438 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. It was noted that the battery was at normal end of life and telemetry and output were okay. (B)(4).

Event description:
It was reported that the device was explanted and replaced because, the battery was judged to be approaching eos. It was noted that this was normal battery depletion. It was also noted that there was a lead or extension dislodgment. There was reportedly no patient death. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.